Event description:
It was reported the device was turned on and failed self test. The device was restored to service and is working as expected. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.